Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump after changing the batteries. The patient's blood glucose level was unknown. The customer was told that the alarm was normal pump behavior. The customer was assisted with programming a basal on the insulin pump and was advised to monitor the pump for future issues. No further information was provided.